Event description:
Information was received indicating that the voltage for the downstream occlusion of a smiths medical cadd solis vip pump, was stuck at 2500mv. No adverse effects were reported.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths on 29-jun-2021 via email: reported to have failed during testing and no patient involvement was reported. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was intact, damaged air detector-peeling off. The customer stated problem was duplicated. A cassette not attached properly error alarm emerged during the functional tests. Mu showed a nonreactive dso (downstream occlusion sensor) failed value 2500mv. Replaced the dso sensor. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.